Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. We assume that neither inflammatory reaction nor infection caused this adverse event (pain) because noticeable symptoms such as swelling were not observed. It is highly likely that this adverse event was caused not by this product deficiency but by procedure, soft tissue damage, or other reasons. The osferion bone void filler package insert status in the following section: adverse events. Infection, nonunion, fracture, fever, pain, local sensation, red flare, inflammation. This report is being submitted as a medical device report is an abundance of caution.

Event description:
During dental implant surgery, a dentist implanted this product (bone void filler) into the bone defect formed around the dental implant and then placed a concentrated growth factor (cgf) membrane onto the implant and this product. The dentist closed the surgical wound completely with sutures. There was pain after the surgery, but it subsided after a while. Noticeable symptoms such as swelling were not observed.